Event description:
Customer reported an issue with the speaker and vibrate function of a pump, stating that the speaker was not audible. Despite settings being turned on for sound and vibrate, the issue persisted. Customer was instructed to adjust the alert sound setting to high and performed a reset on the pump, but troubleshooting was incomplete due to lack of necessary equipment. No adverse impact to the customer¿s blood glucose level was reported. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.